Event description:
A report was received from france stating that during the introduction of the dilatator for the placement of an enteral feeding tube three guidewires broke. Additional information received 27-feb-2015 stated the was no reported injury to the patient. The clinicians were unable to complete the procedure. The procedure was postponed. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The device history record for the lot number reported in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample was returned. Two broken sutures were returned as a sample with knots at the ends of each suture. The original packaging was not returned with the device. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
No consequences or impact to patient. Blockage within device or device component. Method: actual device evaluated; visual inspection. Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress. The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).